Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: patient has suffered symptoms including but not limited to groin, hip pain, popping of the hip device, elevated levels of metal ions and problems sitting, standing, and moving up and down stairs. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, sensitivity, vertical cup, and metallosis. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: patient has suffered symptoms including but not limited to groin, hip pain, popping of the hip device, elevated levels of metal ions and problems sitting, standing, and moving up and down stairs.